Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. No log files were provided, and the system controller (serial number (B)(6) was not returned for analysis; however, the 11 volt backup battery (serial number (B)(6) was returned. The backup battery was returned in unremarkable condition and passed all testing performed. No issues were confirmed with the returned backup battery. Per provided information, the alarm resolved upon exchanging the backup battery. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on (B)(6) 2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during new system controller setup, an emergency backup battery (ebb) fault alarm occurred during installation. The ebb was removed several times and reseated with the alarm continuing to occur. The ebb was replaced with another ebb. A warranty request has been requested and the alarm cleared after replacement.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.